Event description:
It was reported that during a routine follow up this right ventricular (rv) lead exhibited high out of range shock impedances with some measurements reaching values greater than 150 ohms. It was suspected that the root cause for the high impedances was related to coil calcification; however, this was not confirmed. In addition, it was noted that the associated device had delivered an appropriate shock to successfully convert the rhythm in which impedances were noted to be within normal limits. Troubleshooting was performed which did not show evidence of noise. Technical services (ts) was consulted and upon review of the available information ts stated that if the impedances values continue to increase a possible right ventricular (rv) lead replacement might be considered per physician discretion. Furthermore, it was stated that continuous monitoring was going to be provided. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.